Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime/fill anomaly was noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop. The customer's blood glucose level was 250 mg/dl at the time of incident. Troubleshooting found that insulin pump does not beep after holding down the act button. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.